Event description:
This case was reported by a consumer and described the occurrence of excretion of mucus per rectum in a (B)(6) female patient who received gsk denture adhesive (powder) (poligrip) for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to dog hair and dust allergy (unspecified). Concurrent medications included no concurrent medication (none). On (B)(6) 2011 the patient started gsk denture adhesive (formulation unknown) (dental) as directed. On (B)(6) 2011, the patient experienced excretion of mucus per rectum. Caller started using this product on the advice of her dentist. After about a month she started noticing saliva coming out of her rectum. She is now waiting for a colonoscopy but since she stopped using the product for about a week, it has stopped completely. Caller would like to know about any adverse findings with the product or lot number as she does not want this to happen to anyone else. Treatment with gsk denture adhesive (formulation unknown) was discontinued. At the time of reporting, the event was resolved. Follow-up was received on (B)(6) 2011 which upgraded the case to serious. The patient reported that she purchased poligrip in late (B)(6) 2011. She saw her physician and has a colonoscopy scheduled for (B)(6) 2011. No medications have been prescribed for the events. The patient wanted to know why she developed rectal discharge ad loss of eyebrow hair which she indicated were warning signs of cancer.

Manufacturer narrative:
Poligrip (distributed as super poligrip in the (B)(4)) is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).